Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of excessive no delivery alarms and a blank display from the insulin pump. The customer's blood glucose reading was unknown. The customer received no delivery alarms on a daily. The customer stated that it is not the cannula and there is no occlusion in the tubing when blousing. The customer was unable to confirm no delivery when the screen goes blank. The customer will return the pump for analysis.

Manufacturer narrative:
The insulin pump was monitored for 24 hours with multiple basal rates. The insulin pump functioned properly. No blank display or display anomaly noted. The insulin pump functioned properly during functional check including rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarm noted. The insulin pump passed, self-test, unexpected restart test and all operating current test were normal. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads. No other damages inside insulin pump noted.